Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had their entire system explanted. It was noted that the patient had complained of shaky legs and a swollen right arm, and that the shaky legs were causing walking difficulties. It was further noted that the patient status was alive with injury and that the patient is still experiencing shaky legs and a swollen right arm. The patient was reportedly given a cat scan but the results were unknown at the time of the report. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the root cause of the swollen arm and shaky legs was not determined. It was noted that the swollen arm was resolved when the device was explanted, but the shaky legs were not resolved. The reporter stated that the symptoms were determined to be ¿unknown as to their relation to the therapy.¿ it was reported that an MRI was performed following the explant and was found to be normal. It was noted that the patient was placed in a physical rehabilitation facility to help with mobility.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).